Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer having issues while opening. The field service engineer replaced the slide bumpers and noticed the screw insert for the slide was missing, then replaced the drawer and now the device was functioning properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed. The customer reported that the drawer is not opening smoothly, and pockets are popping up when drawer is pulled open. This malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.